Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. The reporter stated that after the device was connected to the patient for seven days, there was between 1/4 and 1/2 of the solution left in the device. The device had been filled with 1750mg/m&#10246;luorouracil in 191.2ml 0.9% sodium chloride solution to a total fill volume of 252 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.